Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the infusion set cannula was bent which led to high blood glucose levels. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual injections. The customer reported vomiting as a symptom. The customer stated that the insulin pump did not alarm no delivery. However, the customer called back later to report that the device alarmed no delivery, and after changing the infusion set saw the cannula was straight. The alarm was resolved by an infusion set change. The customer was advised to call back if problems persisted. The insulin pump was not replaced or returned for analysis.